Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the device had no inlet pressure and was not able to fill. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was had an issue with one the pumps. During manual control the flow rate was 0.0, inlet pressure was -12.8, circulation pump command was 0 percentage. The pressure transducer was failed.

Event description:
It was reported that the arctic sun device was had an issue with one the pumps. During manual control the flow rate was 0.0, inlet pressure was -12.8, circulation pump command was 0 percentage. The pressure transducer was failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated, and the reported issue was confirmed as it was noted that the device had no inlet pressure and was not able to fill. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d: UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was had an issue with one the pumps. During manual control the flow rate was 0.0, inlet pressure was -12.8, circulation pump command was 0 percentage. The pressure transducer was failed.